Event description:
Consumer alleges while laying on a heating pad placed between her and a pillow and feeling it become extremely hot. The pad has a burn hole in it. No injuries were reported with this incident.

Manufacturer narrative:
Bunching/laying on the pad is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is the direct result of misuse/abuse of the product.